Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was on 36-hour mtx infusion. This included one 30-minute bag and two 17.75-hour bags. The mtx infusion was started on august 4th at 1601 so the mtx was due to be taken down on august 6 at 0401 hours. The 1st 17.5 bag was running late so it was sped up to 25% during the day. The 2nd 17.5 bag was started at the ordered rate not sped up. The 2nd 17.5 bag was speed up 23% when the rn realized it might not finish on time. Another rn came to bedside to help "guesstimate" the vtbi when the bag was close to being finished. The mtx finished at 0450, 37 minutes late. This was reported to bd representatives during their site visit. There was patient involvement but no harm.